Event description:
It was reported that the patient presented at the clinic for a routine follow-up due to a high pacing impedance of their right ventricular (rv) lead. No intervention was performed, and the patient was stable.